Manufacturer narrative:
Sample analysis: a visual analysis revealed the device implant coil returned knotted in a mass contained in a 20ml syringe with saline/blood. The coil is completely stretched into wire. The delivery pusher was returned with implant coil detached from the attachment zone. The attachment tether that holds the implant intact with the delivery pusher has characteristics and evidence of being stretched. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for evaluation. We cannot determine if this was an attributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a large aneurysm, the embolization coil prematurely detached partially within the aneurysm and the microcatheter. A portion of the coil extended into the parent artery. An attempt was made to retrieve the coil using a snare. A portion of the coil was retrieved. On (B)(6) 2012, the patient was still ventilated.